Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer receives device 8015 (s/n (B)(4)), with "replace battery" message on display (lcd). Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: customer receives device 8015 (s/n (B)(4)), with "replace battery" message on display (lcd). Explained to customer the probable cause of the battery message. Informed customer of our battery statement. Battery needs to be reconditioned annually during the preventive maintenance cycle. Customer to perform the battery conditioning task on the device. If device passes the battery conditioning task, it may be ready to be put into service. Informed customer to monitor the device serial number, for any further concerns with battery issues. If device come back, they may need to replace the battery. End call.